Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high triglycerides (tg) results in the range of 600-700 mg/dl generated by synchron cx 9 alx clinical system for several patient samples. The previous triglycerides results on these patients had been 100-200 mg/dl. The results were not reported out of the laboratory. There was no effect to patient treatment.

Manufacturer narrative:
Qc for the past several weeks showed some out of range high triglycerides results. There were also occasional "suppressed results-blank absorbance high" errors on patient results. Qc after the event was out of range high. A field service engineer (fse) was on site and replaced some parts. As of (B)(4) 2010, there were no more calls to hotline regarding triglycerides problems. Upon recur, the hardware failures could affect any cartridge chemistries. Treatment initiated or withheld based on erroneous results could cause or contribute to serious injury. Although hardware issues were addressed, a definitive root cause has not been determined for this event.